Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. This resulted in the minute ventilation (mv) feature being automatically disabled. Lead impedances were reportedly out of range during the episode. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.